Event description:
It was reported to boston scientific corp that a nephromax balloon kit was to be used in a nephrostomy and dilation procedure. According to the complainant, during preparation for the procedure, it was noted that the balloon shaft catheter was kinked. The procedure was successfully completed using a second nephromax balloon kit. The pt was reported to be in "good" condition at the conclusion of the procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. If there is any further relevant information, a supplemental manufacturer's report will be filed. (B)(4).